Event description:
In 2006 lifescan became aware that a lay user/reporter (pt's husband) was alleging the one touch ultra did not turn on via letter. The technical svc rep contacted the reporter 6 days later to obtain/verify info. The pt had just purchased the meter in 2006 and was able to test twice a day for a few days until it stopped working all of the sudden on the 6th day. Since it stopped working,the pt completely stopped testing on a meter but was able to bet her blood sugar tested at the lab. Even though the pt could not test, the pt continued taking her diabetes medications (insulin and nobonom) as usual. About 9 days later,the pt was admitted to the ICU. The reporter was unable to provide details about her diagnosis and treatment but recalled that her blood sugar at the hosp was "38 mg/dl" (date/time unk). The pt was also diagnosed with low blood pressure. Prior to hospitalization, the pt became unconscious in her sleep and was hospitalized immediately. The reporter claimed that the hospitalization could have been prevented if the meter was working properly. The reporter stated that if the "faulty instrument" was not replaced with 7 days of the receipt of this letter, he will take legal action and lifescan shall be responsible for the pt's hosp expenses. The customer care advocate (cca), verified that the pt was using correct test strips but it would not turn on by inserting a test strip. The reporter was unable/unwilling to report if the power button would turn on the meter and if the batteries were correctly installed, however, when the cca had the reporter reseat the battery it resolved the power issue. The meter was replaced although the issue was solved through troubleshooting.